Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, moderately tortuous, 90% stenosed distal right coronary artery. Predilatation was performed multiple times prior to the attempt to advance the 2.75x15 mm xience xpedition stent delivery system (sds); however, the sds would not cross due to the anatomy. Force was applied and the proximal shaft separated. As the separation was proximal, both pieces of the device were able to be retrieved without issue from the patient. An attempt was then made to cross the lesion with two non-abbott stent delivery systems which was also unsuccessful and resulted in shaft separations. A buddy wire with a guideliner catheter was placed and the lesion was able to be crossed successfully with a 2.75x13 mm non-abbott stent. The result was satisfactory. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the IFU deviation appears to have contributed to the reported shaft separation.